Event description:
As reported by the user facility: when administering chemotherapy drug etoposide, the joint cracks and leaks. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual examination of the returned sample depicts a crack present on the threads of the ultrasite valve. Based on the evaluation results, the reported defect was confirmed. While the exact root cause of this incident could not be determined, all available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.